Manufacturer narrative:
Correction: patient code 1761 for capsular contracture was incorrectly used in the initial report. While the patient reported that her right breast felt harder, there was no report of capsular contracture. Patient code 3191 no code available is being coded instead because of the breast asymmetry caused by the deflation of the suspect medical device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 08/15/2019, mentor received additional information about the event. The patient had both of her breast prostheses removed and they were replaced with allergan inspira breast implants. On 08/20/2019, the mentor failure analysis lab received the device for evaluation. On 08/28/2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, it was reported a patient experienced a deflation in a breast saline implant after implantation. During evaluation of the sample, a crease was observed running from the anterior to the posterior aspect. Leak testing was performed, and it revealed a tear measuring approximately 0.2 cm within the crease in the anterior location. No other anomalies were discovered. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. These kinds of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor received additional information that the explantation date is (B)(6) 2019. On (B)(6) 2019, mentor received additional information that the patient underwent a breast reconstruction revision procedure. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mcghan brand breast prosthesis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast reconstruction procedure with a mentor smooth round moderate profile 425cc saline breast prosthesis that deflated after implantation. The patient noticed that the skin on the right breast looked loose and it looked smaller than the left side. In addition, she felt a big bump and that her right breast felt harder prior to deflation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.